Event description:
The service report shows the customer reported that a patient was removed from an 840 ventilator and placed on a second ventilator. According to the report from the customer the ventilator gave an alert that a graphic user interface (gui) key was stuck. The patient was not harmed or injured as a result of the event. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
(B)(4).